Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18707. It was reported that high capture thresholds were noted on the right ventricular (rv) lead and pacemaker. On (B)(6) 2021, the pacemaker was explanted and replaced and the rv lead was capped and replaced. The patient condition was stable.